Manufacturer narrative:
The customer¿s biomed recalls repairing the device but was unsure what was found and the specific repair. It was reported that the device is currently back in clinical use and is functioning well. Date received by manufacturer: (B)(4) 2016.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device was getting error code 1007. There was no patient involvement reported.